Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had a retraction button was sticking and needle failed to retract.

Manufacturer narrative:
H.6. Investigation: during DHR review all required challenge samples, set-up and in process testing was performed in accordance with the quality plan. There were no reject activity findings relevant to the reported defect associated with the lot number provided for this incident, as no qns were initiated for this lot. Although units were not returned, a photo was provided for visual evaluation of this incident. Visual/microscopic evaluation (method ¿ n/a): observations of the photo revealed that there was no evidence or indications of the alleged defect, as the actual IV unit was not visible only the top web of the blister pack was visible. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had a retraction button was sticking and needle failed to retract.